Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the t:lock connection. Customer performed a supply change to address the issue. The customer's blood glucose level was 254 mg/dl.